Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 800 mg/dl, 450 mg/dl, 109 mg/dl and 500 mg/dl to 600 mg/dl. Customer stated that the insulin pump was not working. The insulin pump will not be returned for analysis.